Event description:
The tips of the screwdrivers are broken off. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation of the complained screwdrivers has shown that one connecting pin is broken off. Evidence shows that the damages were caused during an attempt to tighten the screw. There is indication that one pin was not inserted correctly and resulted in the complained damages. Recommendation of the manufacturer is to use the instrument only finger-tight. This complaint has been determined to be invalid. (B)(6).